Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to factory for evaluation. Signs of blood and clinical use were observed. The delivery device and the tension spring assembly were returned with the seal in a partial unravel state outside the loading device. The delivery device was covered with blood. There was blood in and on the delivery tube. The blue slide lock was dis-engaged and the plunger was completely depressed. The blood inside the delivery tube indicates that a proper deployment of the seal took place. The tether on the tension spring assembly was cut. The seal was partially unraveled and had blood on it . No visual defects were observed. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based on the returned condition of the device and the evaluation results we were not able to find any failures with the device. There was no malfunction observed. As per the instructions per use (IFU), blood within the delivery device is an indication of proper insertion of seal into the aorta via the hole created by the cutter. The tether is cut to detach the seal from the tension spring assembly. To remove the seal from the anastomosis, the seal stem is pulled which results in partial unraveling of the seal.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.